Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Section g2 was corrected to align with sections e2 and e3 in the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the problem was resolved by replacing the external pre-filter, the definitive root cause of the cycle timing issue could not be determined. It is possible that the flow of water became low due to clogging of the pre-filter.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation; therefore, the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during reprocessing, the oer-elite endoscope reprocessor had an issue with the cycle timing and no error message displayed. In speaking with olympus technical assistance support (tac) via phone, the customer reported that the cycle timing was taking 50 minutes after changing all water filters with the exception of the internal micron filter. The pre-filter readings were 75¿80 psi from left to right. There was no notification of the e01 error message. The tac technician sent an email attachment to the customer on how to change the micron filter. The customer was instructed to call back once the filter had been installed. The customer noted that the filter was very dirty and ran the rinse cycle after changing the filters. The malfunction was resolved by replacing the two (2) external filters. It took a cycle or two for the cycle time to return to normal once it climbed up due to water filter issues. There were no reports of patient harm associated with this event.